Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. The device history records for the catheter were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the extension line luer hub separating could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). Additional information: this report is for the first in a series of two consecutive product problems with the same patient. The first issue has been reported under MDR # 3006425876-2016-00141.

Event description:
It was reported that during insertion in the ICU, the doctor stated that the brown hub separated from the extension line. It is not known if this issue caused a delay, however, there was no death or complications to the patient as a result of this occurrence.